Event description:
Reporter stated that patient's blood glucose was tested, using the suspect device, with back-to-back results of "hi" (>600 mg/dl) and 136 mg/dl. Reporter indicated that no action was taken based on these indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the device (control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.